Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of long charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal hv capacitor anomaly was found. The cause of the long charge time was an internal hv capacitor anomaly.

Event description:
It was reported that an alert for capacitor charge time limit reached was observed via remote transmission. No patient symptoms were reported. The device was explanted and replaced. The patient has been discharged.